Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported through a merlin.net transmission that the patient received inappropriate atp therapy due to noise on the right ventricular lead. The device was reprogrammed and later upgraded to a biventricular system. During the upgrade procedure the lead was tested and exhibited no anomalies. The lead remains implanted with the new device, and the patient was in stable condition following the upgrade procedure.